Event description:
2 tv100 #23 [redacted] & [redacted] was on standby in [redacted] adult ed and prepared for use on an incoming trauma patient. The device was fully charged and not connected to a patient. While awaiting use, the unit unexpectedly powered off on its own. No patient was attached at the time. Manufacturer response for transport ventilator, tv100 (per site reporter).